Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that during normal follow up for reprogramming with the patient, contact was reported to have impedances of >10,000 ohms. The representative was able to reprogram around the affected contact and the patient was receiving effective therapy. It was unknown what led up to the issue. No surgical intervention occurred. The patient status at the time of report was noted as "alive - no injury". The patient had a history of left leg pain. The indications for use of the implanted device were noted as spinal pain and lumbar radiculopathy. If additional information is received, a follow up report will be sent.